Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving compounded b aclofen [2000 mcg/ml] at a rate of 70 mcg/day, hydromorphone [4 mg/ml] at a rate of 1.4 mg/day, and bupivacaine [10 mg/ml] at a rate of 3.5 mg/day via intrathecal drug delivery for non-malignant pain. It was reported that there were volume discrepancies of 5 milliliters (ml) less than expected at pump refills. No troubleshooting or interventions were taken and it was unknown if the issue was resolved. It was also reported via logs that a low and empty reservoir alarm occurred.